Manufacturer narrative:
Product event summary (B)(4) the device was returned and analyzed. The primary analysis finding noted no anomalies were found.

Event description:
It was reported that the patient ripped open the pocket through twiddling and scratching. The physician saw the patient in the clinic and the incision was completely open. The implantable cardiac monitor (icm) was removed and the pocket was closed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4).